Event description:
Plate removal due to plate breakage.

Manufacturer narrative:
Pt had four plates installed on (B)(6) 2011, due to acute trauma. On (B)(6) 2012, one broken plate was removed along with the 4 screws used to install the plate, and the fracture was re-plated. A second trauma is suspected in causing the plate breakage. Under investigation, f/u report with eval codes will be provided.